Manufacturer narrative:
Calibration data from (B)(6) 2023 was ok and there were no alarms. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer determined the mixer cover was bent and scraping the reaction cells, causing carryover. The cover was adjusted. Controls were run and verified. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer checked the rinse mechanism and found a leak. H3: na.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 6000 c501 module. The reporter stated there was a "mist of salt" on the cuvettes. The reporter provided an example of one patient sample with discrepant results for ise indirect na, cl for gen.2. No questionable results were reported outside of the laboratory. The patient sample initially resulted in a na value of 162 mmol/l with a data flag and it repeated as 139 mmol/l. This sample initially resulted in a cl value of 136.5 mmol/l with a data flag and it repeated as 103.4 mmol/l. The repeat values were deemed correct. The na and cl electrode lot numbers and expiration dates were requested, but not provided.